Event description:
Patient was admitted in 2002 suffering an acute myocardial infarction. Angiogram showed 90+% lesion and thrombus in left anterior descending coronary artery. The patient underwent thrombectomy and stenting in the cardiac cath lab. A coronary artery perforation was noted after thrombectomy. The perforation was sealed using stent placement and balloon inflation. The patient was stabilized and transferred to the coronary care unit. Patient became hemodynamically unstable in the coronary care unit 8 hours after the procedure and died. The death is not considered related to the procedure. An autopsy revealed a left ventricular rupture related to a 3-9 day old infarct.